Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014. The procedure was completed, but there was a fluid deficit of 4000ml. The physician administered lasix and sent the pt for a chest x-ray. We have been unable to obtain additional info surrounding this event.